Manufacturer narrative:
(B)(4). Device evaluation: visual analysis of the returned device identified: crease fold and white calcification in the surface of the shell. Leak test was performed, and no leakage was found. A microscopic analysis was performed which no identify openings, the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported left side exchange of textured devices due to patient's concern with product, and capsular contracture baker grade IV. The device has been explanted.